Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The previous reports are correct and remain effective. Added additional h6 coding. The device was returned for evaluation where the additional reportable malfunction was identified. It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). This issue can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was partially confirmed; due to a cut on the bending section cover, water tightness was lost. In addition to the peeling coating on the connecting tube (1mm squared or more), the evaluation findings are as follows: the distal end had a burn. The adhesive on the bending section cover was detached. The bending section cover had clotting protein. The connecting tube had a wrinkle. Due to wear of the angle wire, bending angle in the "up" and "down" directions did not meet standard value. The control unit had a scratch, the scope cover had a scratch, the grip had a scratch, the "up/down" plate had a scratch, the angulation lever had a scratch, the universal cord had a scratch, the scope connector had a scratch. The scope connector was dirty, and the light guide cover glass was dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to physical stress such as rubbing or hitting the insertion section or chemical stress from reprocessing not recommended by the instructions for use (ifus) reprocessing manual or stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet rays). The bending section cover had a leak was likely a result of reprocessing not conducted properly due to leak of the device; however, a conclusive root cause could not be determined. The following information is stated in the IFU (instructions for use) operation manual which may help to prevent the issue: IFU (operation manual) warns against applying external stress to the insertion section. Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns on non-recommended reprocessing. 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns on bad storage environment. The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (on behalf of the customer) initially reported to olympus that the bronchovideoscope had a bending section cover leak and wrinkled insertion tube. The issues were found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the connecting tube's coating was peeling (1mm squared or more).